Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete. The product investigation laboratory (pil) visually inspected the bipap a40 and did not observe any issues. The pil tech reviewed error logs and noted the ventilator inoperative alarms did not show in the error log. It was noted that a high internal o2 error populated in the log. The device was tested on a mechanical quick lung for approximately 45 minutes without error. Pil tech removed the bacteria filter and inspected it. No foam or debris was observed in the filter. Unit operated without error or alarm. This unit has been scrapped and disposed of accordingly.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.